Manufacturer narrative:
(B)(4). Additional information was received that the patient was experiencing difficulty charging the ipg. The suspected issue was that the patient underwent a non-device related surgery where the doctor used monopolar cautery. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) additional information was received that the patients battery would not stay charged and would run down really fast. The patient went from charging once a week to every day.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient was experiencing pain affecting the lower back as well as pain in the lower extremity. The patient was prescribed with opioid medication. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain affecting the lower back as well as pain in the lower extremity. The patient was prescribed with opioid medication. The patient will undergo a revision procedure.